Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Event description:
It was reported that the biomedical engineer (be) stated that while testing an external pulse generator (epg) the rate was set to 80 and it "jumped" to 150. The be turned the epg off and the rate went back to 80 and there were no further issues. The epg will be returned. There was no patient involvement.